Manufacturer narrative:
The lot number is unk; therefore, the MFR date cannot be determined. Although the complainant has indicated that the suspect device will be returned for eval, it has not been received. The device eval has not been performed; the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific corp in 2008, that a dual port standard balloon enteral feeding device was used during a peg procedure two days prior. According to the complaint, on the day following the placement of the gastrostomy device, the balloon was deflated. After removal, the user confirmed that the balloon contained a leak. The device was replaced with another of the same device. No pt complications were reported as a result of this event.